Event description:
A leak; subsequent blood loss was noted. The nurse reported that during priming, saline leaked from the end of the tubing set; however, the nurse connected the tubing set to the patient's IV access. At this time it was noted that blood was leaking from the end of the tubing set. The amount of blood loss was described as "drops." The customer contact reported there was a crack in the option'lok male adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required.